Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was visible blood in the flash chamber. The following information was provided by the initial reporter. The customer stated: there is pooling of blood which is taking place when using the needle. It is only a small amount of blood which escapes into the bung at the top on removal of the bottle from the needle."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for an additional lot number is as follows: d.4. Medical device lot #: 1056398. D.4. Medical device expiration date: 2021-03-31. H.4. Device manufacture date: 2021-02-25.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was visible blood in the flash chamber. The following information was provided by the initial reporter. The customer stated: there is pooling of blood which is taking place when using the needle. It is only a small amount of blood which escapes into the bung at the top on removal of the bottle from the needle."